Event description:
It was reported that the intra-aortic balloon pump (iabp) alarmed for system error 3 alarm while on a patient. The pump was sent to biomed after the balloon was removed. The fse could not duplicate system error 3. The pump passed all functional checks. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
(B)(4). Teleflex did not receive the device for investigation. The reported complaint of iabp system error 3 alarm is not confirmed. A teleflex field service engineer serviced the pump and could not duplicate the reported complaint. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risks. The reported complaint will be monitored for any developing trends. No further action required at this time.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the intra-aortic balloon pump (iabp) alarmed for system error 3 alarm while on a patient. The pump was sent to biomed after the balloon was removed. The fse could not duplicate system error 3. The pump passed all functional checks. There was no report of patient complications, serious injury or death.